Manufacturer narrative:
(B)(4). The customer returned one guide wire for evaluation. The catheter was not returned. Visual examination revealed numerous kinks and bends in the guide wire. Microscopic examination revealed several offset coils. The major kinks in the guide wire measured between 265-370 mm from the proximal end. The total length and outer diameter of the guide wire were measured and were found to be within specification. The returned guide wire was unable to advance through a catheter from lab inventory. A manual tug test confirmed the distal and proximal welds are fully intact. A device history record (DHR) review was performed with no relevant findings. The instructions for use (IFU) provided with this kit states, "if resistance is encountered when attempting to remove the spring-wire guide after catheter placement, the spring-wire may be kinked about the tip of the catheter within the vessel. In this circumstance, pulling back on the spring-wire guide may result in undue force being applied resulting in spring-wire guide breakage. If resistance is encountered, withdraw the catheter relative to the spring-wire guide about 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered remove the spring-wire guide and catheter simultaneously." Other remarks: the reported complaint of catheter/guide wire resistance could not be confirmed by complaint investigation. The catheter was not returned. The returned guide wire contained multiple kinks. A DHR review was performed with no relevant findings to suggest a manufacturing related issue. Based on these circumstances, it was determined that operational context likely contributed to this event, however, the probable cause of guide wire and catheter resistance could not be determined based upon the information provided and without the catheter being returned. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports "during the procedure of pass the guide and double in several segments which prevents the step of the catheter". The device was removed and replaced with a new one.

Manufacturer narrative:
(B)(4)

Event description:
The customer reports "during the procedure of pass the guide and double in several segments which prevents the step of the catheter". The device was removed and replaced with a new one.